Manufacturer narrative:
(B)(4).

Event description:
Procedure: pelvic organ prolapse. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received. What was the indication for implantation of transvaginal mesh in this patient? Rectocele, enterocele and partial vaginal prolapse. What were the postoperative complications that this patient developed following transvaginal placement of surgical mesh? (B)(6) 2004 -underwent posterior repair with graft and enterocele repair and bilateral sacrospinous fixation with ivs complications post tyco-ivs mesh placement: (B)(6) 2004-(B)(6) 2005 - reported with stress incontinence, bladder pressure, fecal incontinence with a lot of liquid stool, intercourse is painful and chronic constipation. She has discomfort and pain in the rectal area. Examination: there seems to a stitch coming through near the apex where the ivs band is in place, small erosion in the posterior vagina where the mesh never quite healed over, she still has some ethibond spitting through on the posterior right side of her incision. There are couple more that are visible under the surface - erosion in the posterior vagina. For the above-mentioned complications, she underwent multiple in-office trimmings and in office excisions as follows: (B)(6) 2006 - in office trimming - reported with small area of erosion in the back - have trimmed that a bit more. (B)(6) 2006 - in office trimming - she had a posterior repair. She still has a little area of mesh extrusion and about 1 cm across - trimmed up the edges of the mesh. (B)(6) 2006 - in office trimming - she does have some mesh extrusion that is less than it was - trimmed up the edges on (B)(6) 2006 and has done so again. (B)(6) 2007 - in office trimming - reported that she has erosion - excised as much of that as possible here in the office. (B)(6) 2007 - in office excision - continued to have some vaginal bleeding. She has mesh exposed in her posterior repair. Examination: shows some mesh present in the upper third of the vagina, transversely. As much as possible is removed by snipping it away. (B)(6) 2008 - in office trimming - reported that she has mesh erosions and pain in the buttocks where the tails of the mesh are causing her problems. She has a couple areas of erosion - trimmed away the visible mesh there, and there is a bit of tape that came out with it - she received another injections. She is getting good results from the injections. (B)(6) 2010 - in office trimming - removed a small piece of mesh in the lower third of the vagina on the left hand side. (B)(6) 2010 - in office excision - reported that she continues to have problems with some vaginal bleeding from her mesh erosion - the vagina is exposed with a speculum, there are 2 areas of mesh erosion, the mesh is grasped with thumb forceps and the exposed portion is excised. There are still some areas palpable at the edge of the mesh on the distal vagina. (B)(6) 2008 - she has pain in her buttocks where the tails of the apex apogee appliance come out on either side of the anus. She also had erosion in the vagina with this. Possible she has had a scarring reaction to the mesh. After discussion and outlining a plan, injection was given on either side with 6 ml of 0.25% of bupivacaine and 20 ml of kenalog. Her pain is relieved following the injection. Despite multiple in-office trimmings and excisions she intermittently developed complications such as extrusion of nylon mesh through the posterior vagina, pain in her right buttock, tender on the right side of the posterior vaginal repair, erosion in a couple of places across the back part of the graft, some discharge, mesh extrusion in the mid portion of the posterior vagina, tenderness over the subcutaneous tissues lateral to the anus on the left, cystocele, vaginal bleeding and change in bowel habits, during the interim period (B)(6) 2006-(B)(6) 2011 which required the following additional surgery additional surgery: (B)(6) 2011 - cystocele - underwent anterior repair.